Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. The device was then subjected to, and passed, a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. This issue is discussed in the q3 2010 product performance report.

Event description:
Boston scientific crm received information that this device reached elective replacement indication in 41 months of service time. A possible premature battery depletion was suspected. The device was explanted, replaced, and was returned for analysis. This device is not included in any advisory populations and there were no adverse patient effects.